Event description:
It was reported that the insulin pump had unresponsive buttons. Troubleshooting was performed and the buttons were not responding. The mother stated that the device had condensation under the screen. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had blank display as a result of moisture damage on the electronic assembly. Further testing was not performed due to the blank display.